Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Olympus determined the following cause: the operating pipe of the slider was broken. The broken portion had the shape that broke due to mechanical load. Based on the results of the investigation, the probable cause is linked to device but unable to trace more specifically. The investigation could not identify the actual root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a polypectomy procedure, the polyloops', "hand part" broke down. The polyloops cable was stuck inside the scope and inside of the patient. Troubleshooting was done using a side cutters to get the cable out from the patient. It took about 30 minutes to get the cutters and get the cable out from the patient. The procedure was still completed with the use of the same device. There were no further reports of patient harm.